Event description:
It was reported that "the balloon was found fully detached when the catheter was removed during use. The catheter and 7fr medikit introducer had been inserted and the customer attempted to remove the catheter from the introducer since the customer noticed that the introducer was not flushed in advance. When the catheter tip was pulled up to the introducer, a slight resistance was felt and therefore the catheter was removed together with the introducer. The balloon detachment was found at that time. The introducer was flushed but the balloon latex was not found. CT scan was also performed to the patient but no balloon-like material was found." There was no problem observed in the catheter at the inflation test before use. The patient came to the hospital for catheterization and left the hospital after the procedure.

Manufacturer narrative:
One catheter with a monoject 1.5cc limited volume syringe was returned for evaluation. No introducer was returned. As received, there was no balloon found on the catheter but residual adhesive and balloon fragments were found at both bonding areas. Residual adhesive was visible around the circumference of the bonds. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. A device history record review was completed and documented that the device met all specifications upon distribution. Visual examinations were performed under microscope at 10x magnification and with the unaided eyes. The customer report was confirmed during the evaluation; however, it does not appear to be related to the manufacturing process as there was evidence that the balloon had been bonded to the catheter. Review of the available information suggests that procedural factors may have contributed to the event. No actions will be taken at this time.